Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6)2014 to claim intermittent audio output on (B)(6) 2014, resulting in patient experiencing a low. Patient reported sister found patient on the floor unconscious and sister administered glucagon, as patient's blood glucose (bg) read 32. Emergency medical services were called and administered patient an IV of glucose, as patient's bg was 55. Emergency services personnel continued monitoring patient (bg 85) and when patient's blood glucose read 150 left. Patient was not transported to the hospital. At the time of the call to dexcom technical support, no further medical intervention or other injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate. Patient reported current condition as feeling good.